Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2019 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited electromagnetic interference noise and oversensing. The ipg lead remains in use. No patient complications have been reported as a result of this event.